Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on (B)(6) 2017. The ptfe pad of the subject device was severely worn. There were contact marks on the probe and the non-insulated part of the grasping section due to contacting with each other. Abnormal vibration noise and probe error did not occur when an operator performed the probe check. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The probe contacted with the non-insulated part since the ptfe pad was severely worn, and the contact marks occurred on the probe and the non-insulated part. Omsc surmised that the noise occurred since the user activated the device while the probe and the non-insulated part contacted with each other. The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an uncertain procedure, the subject device was used. Abnormal vibration noise occurred. It still occurred even after the transducer was replaced. There was no patient injury reported. On (B)(6) 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad of the subject device was severely worn.